Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly also, moisture damaged was found on the motor assembly. No constant tone to beeps noted. The insulin pump has minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display anomaly from the insulin pump. The customer's blood glucose level was 115 mg/dl. The customer stated that his pump had non-stop beeping and the screen was off. The customer stated that he tried to change the battery and the screen will not turn on. The customer stated that he tried about 3-4 fresh batteries and there is no response on the pump. The customer was advised to take out the battery for 10 minutes and insert and new aaa alkaline battery. The blank screen still returned. Customer was advised to revert to a backup plan per health care provider's instructions. A replacement pump will be sent to the customer.